Manufacturer narrative:
Investigation: two photo samples have been provided to our quality engineer for investigation. Through visual inspection, the syringe tip is observed to be broken, the broken tip remaining attached to the device. A device history review was performed for reported lot 1510284 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported failure. Tip and thread verification is performed along with a series of other tests and inspections to avoid any defects with our product. Based on the available information we are not able to identify a root cause related to the manufacturing process. It is likely this issue occurred due to over manipulation of the device.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe's luer adapter remained stuck in the tip of the extender after blood collection. The following information was provided by the initial reporter, translated from french to english: "luer adapter of the syringe stuck in the tip of the extender after blood sample."

Manufacturer narrative:
(B)(6). Other occupation: internal pharmacy - (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe's luer adapter remained stuck in the tip of the extender after blood collection. The following information was provided by the initial reporter, translated from french to english: "luer adapter of the syringe stuck in the tip of the extender after blood sample".